Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the customer provided cleaning disinfection and sanitization (cds) practices, the device evaluation, and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023 (1st culture test results). Sampling from: tip. Cfu: unknown. Bacterial identification:staphylococcus capitis. Sampling from: forceps channel/suction channel. Cfu:0cfu. Bacterial identification:n/a. Sampling from: aw channel. Cfu:1cfu. Bacterial identification:n/a. Sampling from: sub-water channel. Cfu:0cfu. Bacterial identification:n/a. Sampling date: (B)(6) 2023, (2nd culture test results). Sampling from: tip. Cfu:no growth. Bacterial identification:n/a. Sampling from: forceps channel/suction channel. Cfu:0cfu. Bacterial identification: n/a. Sampling from: aw channel. Cfu:0cfu. Bacterial identification:n/a. Sampling from: sub-water channel. Cfu:0cfu. Bacterial identification: n/a. Upon review of the cleaning disinfection and sterilization practices (cds) provided by the user, no deviations from the IFU were identified. The device was evaluated and a water leak was observed that may have contributed to the positive culture. A review of the device history record found no deviations that could have contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. When olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, microorganisms were detected. When olympus again culture tested after reprocessing in accordance with instructions for use (IFU) before repair, and the results conformed to the regulation's recommendation. Additionally, the foreign material observed in the air/water nozzle could not be identified and a definitive root cause of the issue could not be determined, however, due to an observed water leak at the scope connector cover, proper reprocessing may not have been sufficient to remove the foreign material. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. There was no patient infection. The hygiene microbiological investigation report indicated the channels of the scope were cultured and detected staphylococcus capitis. A 2nd reprocessing and sampling cycle is going to be conducted. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during reprocessing, the colonovideoscope front air outlet was not sufficient or possibly clogged and the hygiene testing showed abnormalities. As per the testing, the subject device biopsy channel tested positive for 1 cfu (colony forming units) / 20 ml of coagulase negative staphylococci and1 cfu /20 ml of micrococcus spp. The air/water channel revealed brown water and 3 cfu /20 ml of bacillus cereus and 2 cfu / 20 ml of pseudomonas spp. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.